Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 1 months due to severe insufficiency. The explanted valve was replaced with a 27mm 11060a valved conduit. Per medical records, the patient presented with chest pain and enlargement of the ascending thoracic aorta to 5.4 cm at the level of the coronary sinus. The patient underwent redo aortic root replacement using 27mm 11060a avc, ascending aorta replacement with a 30mm hemashield graft, and reimplantation of the left and right coronary ostia. The ascending aorta was densely adhered, so it was elected to utilize profound hypothermia and circulatory arrest to open the aorta and secure distal anastomosis with a 30mm hemashield graft. The cross-clamp was applied and the 29mm 3300tfx was explanted. A 27 mm 11060a avc was implanted subannularly and buttressed with teflon placements. Reimplantation of the left and right coronary ostia using 8mm interposition graft was performed. The hemashield composite graft was then anastomosed end-to-end to 30 mm hemashield graft with a continuous suture. The aortic crossclamp was removed, bleeding was noted to be emanating from the proximal suture line of the avc. Attempts at hemostasis were unsuccessful, and cross clamp was reapplied. Prior to replacement of the root of the aorta, 2 liters of cold oxygenated blood cardioplegia were instilled directly into the left and right coronary ostia. Further attempts to secure hemostasis were unsuccessful such as reinforcing proximal suture line and reperforming the anastomosis between the 30mm hemashield graft and the composite graft. The patient was briefly weaned from cpb but the patient expired due to exsanguinating hemorrhage in the or.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) reported as the complaint do not require an engineering evaluation. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), regurgitation after an implant duration over 5 years, is most commonly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. For this event the most likely cause is patient factors, including diabetes mellitus and hyperlipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 1 months due to unknown reason. The explanted valve was replaced with a 27mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.